Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A vessel perforation occurred during use of a coronary diamondback orbital atherectomy device (oad). The target lesion was located in the left anterior descending artery(lad). The oad was operated on low speed for two treatments in the (lad), with 30 seconds of rest between each treatment and imaging was performed with no issues observed after the third treatment on low speed imaging revealed a vessel perforation had occurred in the proximal lad. One stent was deployed, followed by multiple balloons to resolve the perforation. The patient was reported to be well in the days following discharge.